Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault was confirmed via the log file. The timespan of 13 events in the log file could not be determined as the timestamp indicate (B)(6) 2000, at 00:00:00. The remaining events in the log file spanned approximately 5 days (B)(6) 2020, to (B)(6) 2020, per the timestamp. A backup battery fault alarm activated on (B)(6) 2020, at 15:24 due to load test fail. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not resolve until the controller ran out of power on (B)(6) 2020, at 01:15. No other notable alarm was observed. The hm3 system controller, (B)(6), was not returned for analysis. Per provided information, no products will be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Technical services reviewed the submitted log files which revealed backup battery faults starting (B)(6) 2020 at 1524 and continued until 1530 when the driveline was disconnected. Just the white power lead was connected for several minutes after the driveline was disconnected and then both power leads were disconnected. The driveline showed disconnected along with both power leads until (B)(6) 2020 at 115 after which the controller reset to default date and time of (B)(6) 2000 when it was connected to power module showing clock reset events for the remainder of the log. It was reported that the patient was found at his home and had expired. A system controller battery fault alarm was observed and the patient started to exchange system controller. It looked like patient disconnected the power and then the driveline and the last power. It then looked like the system controller was on until the system controller battery was depleted. The heartmate 3 left ventricular assist system (lvas) implant kit and death is documented in related manufacturer reference number: 2916596-2021-00546.